Manufacturer narrative:
B3/d10: the event occurred on an unspecified date between (B)(6) 2025 - (B)(6) 2025. D4: the lot number is unknown, therefore, only a primary di number could be provided. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clamp for outlet port of pd bags broke and resulted in fluid leakage. This occurred during use of the device for peritoneal dialysis therapy. The clamp was replaced and the issue resolved. There was no report of patient injury or medical intervention associated with this event. No additional information is available.